Event description:
It was reported that patient experienced charging issues with pump and mentioned a possible connection problem between pump and charging cable, although pump still charged and all cables reportedly worked. There was no adverse impact to the customer's blood glucose level. Patient attempted to resolve issue by trying different cables, and technical support reviewed situation by phone, advised patient to continue monitoring, and instructed patient to contact support again if more specific problems occurred; no further information was available regarding additional actions or outcomes.